Event description:
Tip broke in the pt during anterior cervical discectomy and could not be located. There was a delay in finishing the procedure due to x-rays and searching the wound site for broken piece. While using the malis nerve hook a small piece of the tip broke off. This caused a delay in finish of the procedure due to x-rays and searching wound site for the broken piece.